Event description:
Patient admitted to hospital on (B)(6) 2015 after labs drawn on (B)(6) 2015 showed increased ldh over baseline and decreased hemoglobin. Patient also had multiple low flow alarms and dark urine consistent with hemolysis. Lvad settings: speed 9600, flow 2.5, power 4.6, pi 4.2. Patient placed on heparin drip. Patient's pump with grinding sound and despite IV anticoagulation, low flow alarms increased in frequency and patient emergently taken to operating room for lvad emergent surgical exchange on (B)(6) 2015. Large thrombus found in the pump affecting function.